Event description:
"Information was received from a patient regarding an implantable neurostimulator. It was reported that they are having an issue with constant stimulation in their leg since couple months ago. Patient stated they met with a manufacturer representative (rep) 4 months ago for reprogramming and the representative helped them with the issue. Patient mentioned they are heavy with the metal on the back and they are hovering around they have pain in their back, down their tailbone, down their left leg and they don't know if it is the stimulator or not. Patient reported a couple month ago they were bringing groceries in and they pulled the groin on their right leg and they had issues walking since then and it is so painful. Patient said they were put on steroids this morning and the healthcare provider told them if the steroids don't help, they will do another shot in their butt. Patient asked if there is something they can do with the programming to help the pain. Patient stated they were on group a and feeling tingling and the rep changed to group b with four programs and that tingling went away. Agent asked patient to connect with the handset and communicator and handset show ins 30%, communicator 100% charged and therapy is on. Agent reviewed meaning of the settings and patient said they might try changing groups and programs to see if that will help their pain. Agent reviewed the function of the different apps and external devices. Patient service reviewed device function and recommend patient consult with their healthcare provider for next steps.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient stating the stimulator had the therapy changed. Patient reports the constant tingle in their legs is gone and they still have pain in the middle of their back, especially when standing or walking. Patient states the pain and tingling in their legs is gone and right now no further action is needed on that issue. Patient is hoping that the pain that they are having will be taken issue to after this is sent back. Their therapy setting was changed to b but was put back on a in most issues. Patient can only do light action. Sweeping and mopping is a no and other things that they have trouble with is any small action that includes bending in any way. Patient lives alone and those things are necessary for her. Taking care of some chores are painful.